Event description:
It was reported that after an unknown procedure, the patient got a fever of over 40 degrees (104 degrees fahrenheit) the next day of the surgery. It was found that the major leak occurred from the anastomosis site. The patient was re-operated to create the artificial anus. The customer disposed of the device. Additional information has been requested.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).